Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer also reported changing their batteries every two weeks. Customer's blood glucose was 121 mg/dl at the time of the call. Troubleshooting found the customer's contacts on their battery cap was damaged. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.